Event description:
It was reported that the external pulse generator (epg) had a broken battery compartment. It was noted that the battery was unable to connect making the epg unusable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a broken battery compartment. It was determined at analysis that the liquid crystal display (lcd) display had bleeding pixels at the lower right side. It was noted that the red back light cable was pinched/damaged and the lcd cable insulation was compromised. It was further noted that the keypad button lock had no mechanical click. Additionally, it was noted that the lower case screws were corroded and the main seal was worn. The epg passed the incoming tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: product analysis: it was further noted that the battery compartment release mechanism was defective, the upper case was cracked and the fixation was broken. Additionally, the green cable patient connector (internal) was loose and the cable came out of the connector when it was connected again. A new main board, keypad, patient cable (internal), and lcd was placed. The epg then passed all final tests without any visual or electrical anomalies and the epg conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.